Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm in length target lesion was located in the severely tortuous and moderately calcified, 2.5mm in diameter right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when the device was advanced into the lesion, the distal end of stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.